Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion noted at 29.3 - 29.8 cm measured proximally from the distal end of svc shock coil consistent with lead friction to the can. Further, internal insulation abrasion breaching ring electrode¿s cable¿s lumen was noted at 0.0-1.8cm from the from the distal end of svc shock coil.

Event description:
This report is to advise of an event observed during analysis